Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 4524-53, lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the right ventricular lead had low pacing impedance and a polarity switch to unipolar pacing occurred. The patient experienced muscle stimulation with unipolar pacing so the lead was capped and replaced. It was also reported that the right atrial lead had low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.